Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples processed on a vitros 5600 integrated system. Patient1= 0.371 versus expected <0.012 ng/ml; patient2= 0.296 versus expected 0.021ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected result from patient 1 was reported from the laboratory and patient was admitted to the hospital for observation. Patient 1 was treated with morphine, nitroglycerine and zofran. Although a corrected report was issued, it is unknown if the treatment was discontinued. The higher than expected result for patient 2 was not reported from the laboratory. There was no allegation of harm to either patient as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from patient samples while using the vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive root cause for the event is unknown.